Manufacturer narrative:
The insulin pump was received with intermittent button response and a button error alarm due to corroded keypad traces. No unexpected numbers scrolling was noted during testing. The insulin pump was also received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratched liquid crystal display window, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had scrolling numbers without input on the up arrow button by the user. The customer stated that the issue occurred when he tried to program an easy bolus. The customer's blood glucose was 114 mg/dl. He stated that the up button got stuck and was sometimes oversensitive. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.